Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was received for evaluation. A visual inspection was performed, and a cut in the tubing was observed. The reported condition was verified. The cause was determined to be from a cut by the blades of machine tiromat. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the line of a clearlink system continu-flo solution set was broken/cut. This was observed when the line was primed. There was no patient involvement. No additional information is available.